Manufacturer narrative:
Initial.

Event description:
It was reported that a user contacted support requesting pump setting changes due to perceived nocturnal hypoglycemia with a reported blood glucose of 46 mg/dl during the call, while device reports showed hyperglycemia during the night with glucose values elevated at 367 mg/dl multiple time points and in range intermittently; during the call the user reported a low glucose value and self-treated with oral glucose, and also disclosed treating presumed nocturnal lows without confirming with a fingerstick. No adverse clinical symptoms associated with hyperglycemia or hypoglycemia reported. Outcomes included need for troubleshooting and user education without hospitalization, or emergency care. Investigation included review of device-reported glucose trends and counseling on proper confirmation of lows with a fingerstick before treatment. Investigation of this case revealed user error and overtreatment of perceived hypoglycemia, leading to subsequent hyperglycemia and automated corrective dosing, followed by further lows, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to unconfirmed treatment of suspected hypoglycemia.